Event description:
It was reported that "after 4 minutes into the procedure, the system wen into standby with error 171 (under power)". The error was not able to be cleared. The physician completed the case with an alternative laser device. User outcome: "no harm to pt".